Event description:
It was reported that atrial tachy response (atr) episodes showed false atrial fibrillation (af) detection due to far field r wave oversensing. Additional information noted no further programming changes were made. No further episodes of oversensing resulting in inappropriate anti-tachycardia pacing (atp) were seen. The device remains implanted. No adverse patient effects were reported. Additional information noted that the atrial intrinsic amplitude was out of range. It was noted that there was intermittent right atrial undersensing. Technical services (ts) noted to consider reviewing the programmed atrial sensing parameters and atrial sensitivity. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter's name/last name and occupation.

Manufacturer narrative:
This report is being filed to correct the initial reporter name/last name and occupation.

Event description:
It was reported that atrial tachy response (atr) episodes showed false atrial fibrillation (af) detection due to far field r wave oversensing. Additional information noted no further programming changes were made. No further episodes of oversensing resulting in inappropriate anti-tachycardia pacing (atp) were seen. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that atrial tachy response (atr) episodes showed false atrial fibrillation (af) detection due to far field r wave oversensing. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Event description:
It was reported that atrial tachy response (atr) episodes showed false atrial fibrillation (af) detection due to far field r wave oversensing. Additional information noted no further programming changes were made. No further episodes of oversensing resulting in inappropriate anti-tachycardia pacing (atp) were seen. The device remains implanted. No adverse patient effects were reported.